Event description:
Customer reported that their pump fell and was accidentally run over. Customer¿s blood glucose level was significantly impacted, reaching a high but unspecified value, displayed as "high". The customer addressed high blood glucose with a correction injection using the mdi method and did not require third-party assistance. Technical support advised the customer that a replacement pump could be sent for a one-time fee, but the customer declined. The case was closed with no further action taken.